Event description:
It was reported that an adverse event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient was not feeling good and had symptoms of diabetic ketoacidosis (dka) the patient stated they had issues that the dexcom reading went from 40 mg/dl to 200 mg/dl within minutes and vise versa when she felt unwell. She did not check finger sticks for comparison. There was no treatment done at home and the patient decided to go to the hospital. At the hospital, her sugar was reading 586 mg/dl. It was not reported whether the dexcom reading was off during that time. The patient was not sure what medication was given at the hospital. At the time of the call, the patient was feeling okay. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Health effect - clinical code - e0747 sore throat. Medical device problem code - 3191 - patient was unable to identify device issue. Therefore a more specific code could not be selected.

Event description:
Data was evaluated. A review of the data analysis indicates that the g6 sensor session was started on 12/11/2023 at 9:45 pm. The patient wore the sensor for 7 days and the sensor session ended on 12/19/2023 at 11:34 am. During the 7 day session there were numerous periods of brief temporary sensor failures. The reported issue that the dexcom reading went from 40 mg/dl to 200 mg/dl within minutes and vise versa, was confirmed in the performance log. The data indicates that the patient was experiencing brief sensor issues through-out the morning of 12/19/2023 causing the sensor readings to fluctuate from high readings and low, or no readings, due to temporary sensor failure events. The probable cause of the temporary sensor failures was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).